Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the device clamped down on bowel but did not fire staples, so bowel was cut. The device opened to find bowel open. Bowel contents were spilled.